Manufacturer narrative:
Patient did not have a history of peripheral revascularization to the left common femoral artery as previously reported.

Manufacturer narrative:
Patient has a history of btk vascular disease. Cec adjudicated the event drug hypersensitivity/reaction as an event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful. On the same day, the patient had drug hypersensitivity/reaction which was treated with medication. The event is resolved. The cec adjudicated assessed that the event was not related to the study device, but related to the procedure and paclitaxel.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.